Event description:
On april 11, 2008, a customer reported to gambro, that a pt experienced a hemolytic event while dialyzing on a c3 machine. An onsite investigation found that eleven minutes prior to the end of the treatment, the pt complained of chest pain and was treated with oxygen and sublingual nitroglycerin. The pt was admitted to the hosp for further eval of the chest pain. The pt was diagnosed with and treated for acute pancreatitis secondary to hemolysis. The pt was discharged home from the hosp in 2008. Review of the nursing flow sheet reveals negative (arterial) pressures in the blood tubing set, which could be indicative of an occlusion or kink.